Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: there was no brush passage through the insertion tube; switch1 was cut; a foreign object was found in the forceps passage; the lens guide lens was cracked, and the glue was worn; the distal sheath glue was cracked on both sides; the insertion tube boot was cut; the suction flow was not working; the labels were not properly affixed; the scope cover insulation had dents and scratches; there were two red, green, blue (rgb) dots on the image; the right/left/up/down angulation was low; there was play in the right/left/up/down control knobs; the distal end plastic had dents and scratches; the objective lens had tiny edge chips, scratches and worn glue; the control knob was missing the color cylinder ring and the scope connector had minor buckles and scratches. The investigation is ongoing and follow up with the user facility is currently being performed for additional detail relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there seemed to be something stuck in the channel of the gastrointestinal videoscope and that the suction function did not work. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.